Manufacturer narrative:
The device history record for the reported lot number, 30345668, in this complaint was reviewed, and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 22-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 9611594-2026-00250 for the second event. It was reported the corflo ngt has a hole in tubing and y-adapter coming off. The device was placed (B)(6) and the monday, (B)(6) 2026 the clear and purple enfit end came off. The patient had noticed the day before some water around the connection site but assumed she had gotten some water on it externally. The clinician reports following protocol from public hospital dietitian which is max replacement time of 90-days. Once she throws it up its replaced with a new device. The device is flushed every 3-hours while on feeds with a minimum 60mls water, something is "run" every day. The device is flushed with 30mls water before and after medications. All medications are crushed finally and dispersed in the proper amount of water according to the pharmacy. There were no reported injuries. The medical treatment was tube replacement.